Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H3: other: device evaluation could not be performed as part# and lot# unknown. Also, device location is unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without product identification. Devices are used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Unknown humeral cup; item# unknown, lot# unknown. Unknown humeral insert; item# unknown, lot# unknown. Foreign ¿poland. Other: device evaluation could not be performed as part# and lot# unknown. Also, device location is unknown. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2023 - 00275. 0009613350 - 2023 - 00276. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. See h10 narrative.

Event description:
It was reported that the patient underwent a revision due to the fracture of the humerus below the prosthesis. The old stem had to be replaced with a new, longer one. The shoulder tray insert was also replaced. Due diligence is in progress for this complaint; to date no additional information or product has been received.